Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant high results for 10 patient samples tested for elecsys anti-tshr immunoassay (anti-tshr) on a cobas 8000 e 602 module. No erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4). The discrepant results were all from the same reagent pack and occurred within a short time period. Qc results were acceptable. The customer was not having problems with other assays run on the instrument. Calibration and qc were acceptable. Based on the calibration and qc data, a general reagent issue can be excluded. The issue may have been due to the presence of foam/bubbles on the surface of the reagent, however, the investigation was unable to determine the specific root cause of the event. The investigation did not identify a product problem.